Event description:
The pt experienced a power on reset condition with her implantable neurostimulator (ins) and was recharging more than expected. A MFR's rep cleared the power on reset condition. Impedances were all within normal ranges. The ins did not appear to be flipped or tilted. Add'l info indicated that the pt was still recharging more than she expected. A second MFR's rep checked the ins and it appeared tilted. The impedances were measured and were >10,000 ohms on the 0 and 3 contact pairs. The ins was reprogrammed and the stimulation was fine. A f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).